Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead screw was extended. Under fluoroscopy it was noted the helix was slightly bent. Although the analyzer measurements showed no problem with the sensed value and the lead impedance, the threshold varied when the patient took deep breaths (a pacing failure was confirmed at 3v). The lead was cut and replaced. When the lead was removed from the patient's body, the bent of the retracted helix could not be confirmed because the blood adhered on it. No patient complications have been reported as a result of this event.